Event description:
The device was explanted and no issue was noted. Patient is pacemaker dependent and was in stable condition prior, during and post procedure. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
Analysis of production records completed. No device problem found